Manufacturer narrative:
Product was received by MFR but investigation report is incomplete at this time. A f/u investigation report will be sent when completed.

Event description:
The event is reported as: upon inspection, it was found that the package was broken, therefore, sterility is destroyed. No injuries reported.